Manufacturer narrative:
Corrected data - d4 lot number, d10 device availability, h4 device manufacture date h3 device evaluation - the driver was examined by eye and with the aid of a 5x loop. The fracture is skewed relative to the driver's longitudinal axis. Fracture planes exist but the appearance is a little different from other failed parts. The cause for the failure may be due to low cycle fatigue. A detailed analysis would be needed to confirm the true failure mode. Metallurgical analysis of the failed driver indicate the part failure was due to application of a few bending/torque overload conditions. Review of device history records found forty (40) pieces of lot 33590mm released for distribution on 6/30/2015 with no deviation or anomalies. Complaint history review did not identify a trend for reports of this nature for this part number. No corrective action is recommended.

Event description:
It was reported that during a procedure performed in saudi arabia, on unknown date, the tip of the lock-screw torque driver (39-rd-0060) broke while final tightening the lock screw. The tip of the driver was removed and the procedure was completed using another driver readily available. There was a fifteen (15) minute delay to the procedure, with no harm to the patient.

Manufacturer narrative:
Date of event: unknown. Occupation: other; distributor. Review of device history records found six (6) pieces of lot 12407ps were released for distribution on 1/16/2017 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. Information provided indicates that the product is available for evaluation but has yet to be received. Should the product be received a follow-up medwatch report will be filed upon completion of evaluation.

Event description:
It was reported that during a procedure performed in (B)(6), on unknown date, the tip of the lock-screw torque driver (39-rd-0060) broke while final tightening the lock screw. The tip of the driver was removed and the procedure was completed using another driver readily available. There was a fifteen (15) minute delay to the procedure, with no harm to the patient.